Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. The device was corrected. During evaluation there was no error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box d: serial number and product UDI have been captured. In box d: date returned has been corrected. In box g: date received by mfg has been updated. In box h: MDR attachments has been corrected, and manufacturer date has been captured. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.